Event description:
The customer reported that the outer surface of the size 4.5 neo tracheostomy tube was roughened when removing from the pt. No pt injury. The pt was re cannulated with another tube.

Manufacturer narrative:
No analysis or conclusions can be drawn without the device. Return of the tracheostomy tube for failure investigation ahs been requested. The lot number was provided and the MFR will review the lot history records. If the tube is returned and failure investigation results provide new or significant info, a follow=up report will be submitted.